Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red rash with bumps and bleeding. The patient also reported using a back brace that pressed into the cables and electrodes. There was no alleged device malfunction contributing to wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.